Event description:
On (B)(6) 2011, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. The trunk-ipsilateral leg component was placed from the right side and deployed in the intended position. The physician then unintentionally advanced a (B)(4) contralateral leg component proximal of the intended position and deployed the component at the proximal end of the trunk-ipsilateral leg component. In an attempt to stabilize the (B)(4) contralateral leg component, the physician intentionally advanced and deployed a (B)(4) contralateral leg component next to the (B)(4). The physician then performed a "kissing balloon" technique in order to fully seat the two contralateral leg components inside the proximal neck of the trunk-ipsilateral leg component. The procedure was concluded without further incident. Imaging confirmed patency of both renal arteries.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.